Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 the patient has been going in and out of motor stall since march/intermittent motor stalls since (B)(6) 2019. On (B)(6) 2019 the patient was in for pump mediation removal and to have the pump turned off. Therapy was suspended on (B)(6) 2019. It was noted that no procedure will be done due to high risk of complications. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 9.6mg/ml at 5.0167mg/day and bupivacaine 20mg/ml at 10.451mg/day via an implantable pump. The indications for use were radicular pain syndrome (radiculopathies) and spinal pain. On (B)(6) 2019 it was reported that the pump was alarming, motor stalls. The logs indicated that multiple motor stalls and recoveries occurred starting on (B)(6) 2019 at 12:02am with the last motor stall recovery on (B)(6) 2019 at 4:19am. A motor stall occurred on (B)(6) 2019 at 12:02am with a recovery on (B)(6) 2019 at 8:15pm, motor stall occurred on (B)(6) 2019 at 9:31pm with a recovery on (B)(6) 2019 at 2:06am, motor stall occurred on (B)(6) 2019 at 7:28pm with a recovery on (B)(6) 2019 at 11:59am, motor stall occurred on (B)(6) 2019 at 9:09pm with a recovery on (B)(6) 2019 at 12:46pm, motor stall occurred on (B)(6) 2019 at 11:12am with a recovery on (B)(6) 2019 at 1:16am, motor stall occurred on (B)(6) 2019 at 8:46am with a recovery on (B)(6) 2019 at 10:16am, motor stall occurred on (B)(6) 2019 at 10:31am with a recovery on (B)(6) 2019 at 2:06pm, motor stall occurred on (B)(6) 2019 at 5:17pm with a recovery on (B)(6) 2019 at 2:06am, and a motor stall occurred on (B)(6) 2019 at 6:05am with a recovery on (B)(6) 2019 at 4:29am. There were no reported environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue as the pump was set to minimum rate and the alarm interval was changed. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur but was planned and it was unknown if surgical intervention was scheduled. The patient status was noted as alive, no injury and no further complications were reported or anticipated.